Event description:
The customer reported the system's screen would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections in the dsm card were repaired. The system was tested and found to be working as intended and put back into service.